Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error, motor position encoder error, and motion sensor test failure. The patient's blood glucose at the time of incident was 286 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device was not exposed to a high magnetic field either. Due to the motor position encoder error alarm and motion sensor test failure alarm the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, unable to perform the a21 error, occlusion and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify a35 alarm due to motor error alarm also, unable to verify e70 alarm in the alarm history due to history file overwritten. The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. No cosmetic damage noted during physical inspection.